Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No ramping numbers noted on the display. Insulin pump received with cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had scrolling numbers. The blood glucose reading was 90 mg/dl. The customer stated that the insulin pump had gotten a little wet with rain. Advised discontinuation of the insulin pump. Nothing further reported.